Manufacturer narrative:
These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a patient had high impedance. X-rays were performed and no visible lead fracture was noted and the pin was in situ. No known surgery has occurred to date. No additional relevant information has been received to date.